Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed both the short self test (sst) and the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue with diagnostic code in log, based on codes sp replaced inspiratory flow module printed circuit board assembly (ifm pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The ifm pcba was returned for analysis. A visual inspection was carried out on the returned ifm pcba and no anomalies were observed. The ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in scope of the existing corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that these 980 ventilators failed both the short self test (sst) and the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.